Event description:
As reported, during a procedure, the capsure fixation device was used. It was reported that after fixing the first fastener near the pubic bone, the shaft did not move away from the fixed area, when surgeon tried to pull it out, the coil part of the fastener was in an extended state. It was reported that surgeon grasped the handle again, the next fastener was ejected, and the shaft was released. It was reported that the surgeon was able to fix about 4 to 5 fasteners in the soft tissue but when tried again to fixate last fastener in pubic bone area, the same issue occurred. It was reported that the dropped (loose) fasteners were removed from patient's body. It was also reported that the surgeon was not an experienced user of this device.

Manufacturer narrative:
As reported, the capsure device shaft did not separate from fixation site and the fastener coil was in an extended while fixating near pubic bone. Evaluation of the returned sample could not reproduce the reported event that the device deployed deformed fastener. The device functioned as intended during simulated use testing. Based on the sample evaluation the stretched fastener reported is likely the result of forces applied while attempting to fixate near the pubic bone. No other deformed fasteners were found to deploy. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this lot of (B)(4) units. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure permanent fixation system in the close vicinity of such underlying structures is contraindicated". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.